Event description:
The customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and re-seated the single board computer. System operates as intended.